Event description:
Pump was sent in with a report stating "damaged main display, failure 812:02 channel a". Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.